Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of several malformed staples showing on the staple line and causing/contributing to the reported bleeding; which could potentially be related to a product problem. Corrected information can be found the following fields: b1 and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex g updated to add "g0405214 - staple".

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs indicate that a stapler 45 instrument (part # 470298-12; lot # t10181203-0059) fired two white stapler 45 reloads. Both firings were completed per the logs and no stapling related issues were identified. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: fenestrated bipolar forceps (part # 470205-17; lot # n13190826-0183) had zero lives remaining at the end of the procedure and site reviews have shown that no complaints were filed against the instrument. As of (B)(6) 2020, a review of the site's complaint history has been performed and no other complaints related to this event have been identified. This complaint is being reported due to the following conclusion: during a da vinci-assisted splenectomy procedure, ¿excessive bleeding¿ was observed after the surgeon attempted to fire a white stapler 45 reload on a vessel using a stapler 45 instrument. The surgeon was able to control the bleeding; however, a blood transfusion was administered. At this time, the cause of the intra-operative complication is unknown. Follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The expiration date is not applicable because the product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted splenectomy procedure, ¿excessive bleeding¿ was observed after the surgeon attempted to fire a white stapler 45 reload with a stapler 45 instrument on a vessel. The surgeon was able to control the bleeding and the case was completed robotically. The patient was moved to the intensive care unit (ICU) and was reportedly in stable condition the following day. The patient was a male in his 50¿s. On 04-jun-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the isi clinical sales representative (csr) was present during the surgical procedure which was not recorded on video. During the case, the surgeon clipped the splenic vein and then stapled the vessel with no issues. Next, the surgeon stapled the splenic artery with a white stapler 45 reload and without clipping the vessel. There was no tissue tension or buttress material used. There were no clamping, firing, or unclamping issues. After firing the stapler reload, the csr noticed several malformed staples on the staple line but no unapproximated tissue. Moments later, blood started squirting from the staple line. The csr could not recall how much blood was lost but stated that the patient did require a blood transfusion. The surgeon was able to control the bleeding and the surgical procedure was completed robotically. No post-operative complications were reported. The patient was discharged from the hospital on post-operative day # 5.